Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis therapy. It was reported that the connection between the patient line and transfer set became disconnected. The technical service representative assisted the patient to end therapy and the patient indicated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was reported to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.